Manufacturer narrative:
Concomitant medical products: product ID 7496-51, serial# (B)(4), implanted: 1992-(B)(6), product type extension, product ID 3586, lot# serial# (B)(4), implanted: 1992-(B)(6), product type lead, product ID 3982, serial# (B)(4), implanted: 1994-(B)(6), product type lead, product ID 7496-51, serial# (B)(4), implanted: 1994-(B)(6), product type extension. (B)(4).

Event description:
It was reported the patient had their implantable neurostimulator (ins) removed ¿about five years¿ prior to report ¿because the patient had fusions and other health problems¿ and because the ¿patient stopped using the device.¿ it was stated ¿there was too much scar tissue to remove the leads¿ so the ¿leads were still in her body¿ at the time of report. It was noted the patient was inquiring about the possibility of undergoing an MRI exam ¿for a pancreatic issue.¿ it was noted the patient ¿had an MRI with no issues many years¿ prior to report. A supplemental report will be filed if additional information is received.